Event description:
The customer reported that the charge button was not responding.

Manufacturer narrative:
The unit was evaluated at philips and the symptom was verified. Replacing the therapy pca resolved the issue.